Event description:
The patient underwent vns generator replacement surgery due to battery depletion. During attempts at product return, it was revealed that the facility no longer returns explanted products.

Event description:
It was reported via clinic notes received by the manufacturer that the patient has almost constant seizures. The vns battery was low and when the patient was at work, she was having to go to the hospital 3 times a week. The patient has smaller seizures, which are described as complex partial. It was stated that the patient had multiple seizures in one day and that when the vns was functioning, she had far fewer seizures. No relevant surgery is known to have occurred to date.

Event description:
It was reported that the patient was having up to five seizures a day and stops breathing.

Event description:
It was reported by the patient mother that the patient was experiencing an increase in seizures and was having trouble breathing during seizures. The patient mother stated that the patient could no longer feel stimulation from the vns. The patient had almost no seizures before and now was having grand mal seizures that were out of control three to four times a week. No additional relevant information has been received to date.